Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication fault, no lvad parameters displaying, and a communication issue between the system monitor and the controller were confirmed via the downloaded log files and during evaluation of the returned heartmate 3 system controller. The provided information indicated the issues resolved after the controller was exchanged. The returned controller, serial number (B)(6), was connected to a mock circulatory loop and communication was unable to be established with the system monitor. A controller internal fault alarm was also active on the controller. The controller was able to support the pump throughout testing. The issues were traced to the main printed circuit board (pcb). Extracted log files were reviewed and captured controller internal fault alarms due to a timebase fault on 28oct2025. Shortly after, communication a and communication b faults activated and escalated to a loss of lvad communication alarm. The pump parameters (motor speed, flow, and pi) were recorded in the log file as 0. The motor power was in the expected range, indicating the pump continued to operate as intended until the driveline was disconnected approximately 45 minutes later on (B)(6) 2025. The timebase fault, communication a, and communication b faults captured in the downloaded log file and communication issues with the system monitor indicate a possible issue with the microcontroller timing circuit on the main pcb; however, the investigation was unable to identify a specific root cause. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the hospital hotline due to a sudden display "communication fault". They presented to the outpatient clinic. No left ventricular assist device (lvad) parameters were displayed. The pump symbol was lighting, and the pump was still running. The ventricular assist device (vad)-coordinator checked all connections and tested all buttons. The connection to heartmate touch was made, but the system controller was not recognized. Therefore, no logfiles could be downloaded. The alarm persisted the whole time. The vad-coordinator decided to switch the patient to their backup controller. There was no alarm on the new controller. No further issues appeared. All parameters were seen. Connection and recognition of the controller was seen.